Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 battery needs charging. Customer wanted to know should he replace the battery to the 8015 because it will not come on. I explain to the customer that by plugging in the 8015 and letting it get a charge then we can run the battery conditioning test. I explain to the customer that the battery conditioning performs a sequence of battery drains and charges to condition the battery. I also informed the customer that this test can take eight hours or more to complete. I also explain to the customer that if this doesn't fix the issue then replacing the battery will. The customer said that he will do the battery conditioning and if it doesn't fix the problem he will change the battery and if he has any other problems he will call back.